Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose. The customer's current blood glucose was 330 mg/dl. The customer was experienced the symptoms such as nausea. The customer was treated by intravenous solutions. The insulin pump will not be returned for analysis.